Event description:
It was reported that premature deployment occurred. A 3.50 x 20mm synergy xd drug-eluting stent was selected for use. When the physician started to load the device, it was noticed that the stent was a little bit deployed and the balloon was a little bit insufflated. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).